Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and priming tests. The motor passed the motor test, there was no motor error alarm and no excessive no delivery alarm. The drive support disk was inspected and no anomaly was found. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 585 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the motor error alarm occurred during bolus and basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.